Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 06 and 24) occurred. Reportedly, the customer was not outside indicated altitude range of the pump at the time of these alarms. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level was 109 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.